Event description:
After an implantation period of approx. 73 months, it was reported that the device could not be interrogated. The ICD was explanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.